Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, plastic sheared off at tip where roticulates.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tube sheath was damaged posterior to the jaws. The rotation knob functioned without difficulty. The jaws extended and retracted without difficulty. The jaws grasped the appropriate test media without difficulty. Engineering determined that excess force was applied to the device during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.